Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted: (B) (4).

Event description:
On (B) (6) 2009, the patient was implanted with two gore tag thoracic endoprostheses to repair a thoracic aortic aneurysm. On (B) (6) 2010, a follow-up computed tomography revealed a type iii endoleak at the junction of the two gore tag thoracic endoprostheses. On (B) (6) 2010, the patient underwent a reintervention where an additional gore tag thoracic endoprosthesis was implanted. The endoleak was resolved. The patient tolerated the procedure.